Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) who encountered the issue order and replaced the doppler assembly . The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the doppler of the cardiosave intra-aortic balloon pump (iabp) was found to not be operational. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the doppler of the cardiosave intra-aortic balloon pump (iabp) was found to not be operational. There was no patient involvement, thus no adverse event was reported.